Event description:
Patient with heartware implant [redacted]. Patient presented with shortness of breath and lvad [left ventricular assist device] ramp study with concern for lvad thrombus. On examination, the lvad pump had an abnormal grinding noise. Labs revealed a marked rise in ldh. In addition, device interrogation reveals increased power consumption, which was concerning for lvad pump thrombosis. Thrombolytic therapy was initiated x2, resulting in improvement in lvad power parameters and a mild reduction in ldh, however abnormal pump sounds persisted and ldh did not normalize. After discussion with the medtronic engineering team, the findings were suggestive of residual thrombus or rotor imbalance, either of which would be best managed with device exchange.